Event description:
It was reported that two weeks after the pt hd an increase in amplitude to 3.5 volts he felt a "zapping" behind his ear. The sensation happened approx 10 times, including twice while on the phone in a neutral position. C, 1 and c, 2 are the only viable options for programming, as all other circuits are open. The pt planned to follow up with his doctor and look into having an x-ray. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).